Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Manufacturer narrative:
The patient's medical records were received. Medical records indicate the patient was revised to address pain. Upon revision the patient's femoral component was found to be loose and their acetabular component was found to be in increased anteversion and would make further reconstructions difficult. The patient was cultured for infection and an antibiotic spacer was placed. The cultures came back negative and the patient was reimplanted on (B)(6) 2014. The patient's femoral and acetabular components are being reported at this time. (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
The patient's medical records were received. Medical records indicate the patient was revised to address pain. Upon revision the patient's femoral component was found to be loose and their acetabular component was found to be in increased anteversion and would make further reconstructions difficult. The patient was cultured for infection and an antibiotic spacer was placed. The cultures came back negative and the patient was reimplanted on (B)(6) 2014. The patient's femoral and acetabular components are being reported at this time.